Event description:
(B)(6) . A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. Complaint received from internal personnel via e-mail on 15oct2019--did 15oct2019. As reported to customer relations: "of the patients with 12 month follow-up or a clinical events committee-adjudicated event 2 of 150 patients in the zilver ptx group had any target limb amputation at 12 months. There are 7 us sites referenced in the attached article. However as patient level data has not been reported it is unknown how many patients at which us sites have been affected by the reported adverse event.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. 7 us sites from the article as follows: lankenau heart institute, wynnewood, pa, USA (w a gray md); new york university medical center, new york, ny, USA (a babaev md); aultman hospital, north canton, oh, USA (j t prem md); beth israel deaconess medical center, boston, ma, USA (j popma md); vascore, massachusetts general hospital, boston, ma, USA (m r jaff do); harvard medical school, boston, ma, USA (m r jaff) boston scientific, marlborough, ma, USA (j diaz-cartelle md).

Event description:
(B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. Complaint received from internal personnel via e-mail on 15oct2019--did 15oct2019. As reported to customer relations: "of the patients with 12 month follow-up or a clinical events committee-adjudicated event 2 of 150 patients in the zilver ptx group had any target limb amputation at 12 months. There are 7 us sites referenced in the attached article. However as patient level data has not been reported it is unknown how many patients at which us sites have been affected by the reported adverse event.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. 7 us sites from the article as follows: (B)(6).

Event description:
(B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. Complaint received from internal personnel via e-mail on (B)(6) 2019--did (B)(6) 2019. As reported to customer relations: "of the patients with 12 month follow-up or a clinical events committee-adjudicated event 2 of 150 patients in the zilver ptx group had any target limb amputation at 12 months. There are 7 us sites referenced in the attached article. However as patient level data has not been reported it is unknown how many patients at which us sites have been affected by the reported adverse event.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. 7 us sites from the article as follows: (B)(6).

Manufacturer narrative:
This event still meets the requirements of a serious injury report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 ". A ¿serious injury¿ is an injury or illness that: results in permanent impairment of a body function or permanent damage to a body structure" and section 2.5 "it should also be noted that a device does not have to malfunction for it to cause or contribute to a serious injury". Device evaluation: this file is related to (B)(4).. The zilver ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilver ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that ischemia requiring intervention (bypass or amputation of toe, foot or leg) is listed as a known potential adverse event within the instructions for use (ifu0118-5). There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided within the literature article it is known that the study enrolled ¿patients with symptomatic lower-limb ischemia which manifested as claudication (rutherford category 2, 3 or 4) with atherosclerotic lesions in the native superficial femoral artery or proximal popliteal artery.¿ of the ptx study group (n=156) only 22 patients had never smoked while the smoking status of 03 patient¿s was unknown. 03 patients presented with type I diabetes whilst 64 patients had type ii. 118 patients had a medical history of hyperlipidaemia, 133 patients had a history of hypertension, 70 patients reported with coronary artery disease (cad), 27 patients had a history of myocardial infarction, 12 patients had congestive heart failure and 11 patients had a history of renal insufficiency. It is possible that the amputations resulted from deterioration in the patient¿s conditions resulting in amputation (ref. Att. ¿gray literature article_amputation files_clinical input'). Summary the complaint is confirmed based on customer testimony. According to the initial reporter, two patients had any target limb amputation at 12 months. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
William a gray. A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. Complaint received from internal personnel via e-mail on 15oct2019--did 15oct2019. As reported to customer relations: "of the patients with 12 month follow-up or a clinical events committee-adjudicated event 2 of 150 patients in the zilver ptx group had any target limb amputation at 12 months. There are 7 us sites referenced in the attached article. However as patient level data has not been reported it is unknown how many patients at which us sites have been affected by the reported adverse event.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. 7 us sites from the article as follows: (B)(4).

Event description:
(B)(6): a polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. Complaint received from internal personnel via e-mail on (B)(6) 2019--did (B)(6) 2019. As reported to customer relations: "of the patients with 12 month follow-up or a clinical events committee-adjudicated event 2 of 150 patients in the zilver ptx group had any target limb amputation at 12 months. There are 7 us sites referenced in the attached article. However as patient level data has not been reported it is unknown how many patients at which us sites have been affected by the reported adverse event.